Event description:
Right internal jugular inserted on (B)(6) 2014 at 2145 by (B)(6). On (B)(6) /2014 identified central line was leaking from the actual line. Upon inspection, the line itself was cracked. Removed this line.